Manufacturer narrative:
This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 11dec2024: the device was inspected and tested prior to use in an uncoiled position. The device was unable to open and close. The procedure was completed using another same type device with the same lot number.

Manufacturer narrative:
Investigation evaluation as reported, an ncircle tipless stone extractor was planned to be used to remove a stone located in the renal ureter, during a transurethral ureterolithotripsy procedure. Deformation of the device was noticed by the user upon opening the package (the exact part of the deformation is unknown) and its use was discontinued. The procedure was completed using another same type device. A laser was not used, while the basket was in use. The handle was not in the straight position towards the patient¿s body or pointed towards the ceiling (the white plastic handle). The device was inspected and tested prior to use in an uncoiled position. The device was unable to open and close. The procedure was completed using another same type device with the same lot number. The complaint device was not used on the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. Device was returned for investigation. In an open package with label. Upon inspection the support tubing and basket sheath are broken at the handle. There were some kinks in the basket sheath. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances related to this incident. A complaint history database search showed three other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: street: postal code: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle tipless stone extractor was planned to be used to remove a stone located in the renal ureter, during a transurethral ureterolithotripsy procedure. Deformation of the device was noticed by the user upon opening the package (the exact part of the deformation is unknown) and its use was discontinued. The procedure was completed using another same type device. A laser was not used, while the basket was in use. The handle was not in the straight position towards the patient¿s body or pointed towards the ceiling (the white plastic handle). The complaint device was not used on patients. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.